Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple inaccurate fill estimates with multiple cartridges. Reportedly, customer filled the cartridge with 290 units of insulin and insulin gauge displayed over 240 units. Without customer delivering any insulin the insulin gauge dropped to 100 units. Customer's blood glucose level was not impacted. Customer indicated that they will continue to use the pump for insulin therapy.